Event description:
Health professional at hospital reported to allergan representative a port replacement was performed for an alleged leak. Investigation in progress. Follow-up findings: port was explanted due to a suspected leak or tube disconnection. No serial number or model number was provided to allergan. The device will not be returned.

Manufacturer narrative:
Taper ii. (B)(4). The access port connector associated with this report will not be returned since it was discarded after surgery by the reporter. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Allergan will not receive the product. Therefore, no analysis or testing can be done. No additional information has been reported to allergan reading the serial number or model number, event date, diagnostic testing, pt weight or history. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."